Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed high ventricular and atrial rate episodes due to noise on the right ventricular (rv) and right atrial (ra) leads, respectively. Programming changes were recommended. No patient symptoms or intervention was reported.